Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 leads; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8444862.

Event description:
It was reported that the patient mentioned experiencing ineffective therapy, and under fluoro it was confirmed the lead had migrated. It was also reported the patient had a recent fall. Surgical intervention took place on (B)(6) 2024 where the physician added an additional lead at s1. The physician preferred not to explant as the risk of migrating the other lead further was too high. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.